Event description:
During hip procedure, it was identified that an acetabular liner labeled with a hi-wall profile actually contained a 10-degree profile liner. Had additional product available and completed procedure. No delay in procedure occurred.